Event description:
Per report, the patient remains hospitalized and is being treated with antibiotics. According to the physician, the patient's earlier diagnosis of endocarditis was ruled out.

Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a 23mm trifecta valve was implanted. On (B)(6) 2016, endocarditis was diagnosed. The patient remains hospitalized and the earlier diagnosis of endocarditis is unconfirmed.